Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Received an email from distributor alleging fn hcg urine test results. Email from distributor: test on patient 1 provided a negative result and the blood showed 188 (about 2 weeks pregnant). Blood work was performed on the same day. No further treatment and/or hospitalization was necessary to the patient due to this incident, and there was no injury to either patient or baby. No patient information provided. Although additional information was requested, no additional information was received.. No adverse events reported.

Manufacturer narrative:
Investigation conclusion update: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml and 100 miu/ml hcg urine control, 4 high level of hcg urine controls (25 iu/ml, 205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.